Manufacturer narrative:
(B)(4). Information was not provided by the contact. Cartridge. The analysis results found that the atb35 device was returned in good conditions, a tr35b cartridge reload was returned unfired. The cartridge lockout was found normal. In addition the cartridge deck was found damaged at proximal side. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedge pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The test reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure a blue cartridge was loaded into the device and the device was placed into the patient. When the device was opened, the cartridge fell out of the device into the patient. The cartridge was removed from the patient. A new blue cartridge was placed in the same device and was used to successfully complete the procedure. There were no patient consequences reported.